Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that the patient had difficulty charging their implantable neurostimulator (ins) due to the ins location and experienced intermittent shocking during the recharge process. The patient also did not like the placement of the ins in their flank. The patient tried for some time to get used to the issues but could not so a revision was scheduled. The doctor decided to move the ins to the abdomen and replace the ins at the same time because the patient was nervous about the stimulator but really enjoyed and needed their therapy. Since the revision the patient had been good. The patient was seen by a manufacturer representative on (B)(6) 2016 and turned on adaptive stimulation. The patient did not have any other issues at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomaly. Evaluation codes were updated upon device analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.